Event description:
Information received indicates the foot hi/low function is not responding due to the rubber motor bracket disintegrating causing the motor to rub the power wires which shorted to the bed frame.

Manufacturer narrative:
The technician replaced the foot hi/low motor to repair the bed.